Manufacturer narrative:
The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's spouse that the patient had "another heart attack" and died. The spouse further reported that the defibrillator the patient had did not defibrillate "very well". Cause of death has been requested and not received.